Event description:
Neonatal intensive care unit (nicu) patient with continuous positive airway pressure (CPAP) therapy was found with nasal prongs that disconnected from the trunk five times in an hour period. Oxygen saturation decreased to approximately 70 % each time. Infant found with prongs in mouth two times.